Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e3 occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) reported that the station was up and running with all drawers and doors closed. The fse rebooted the device and inspected the back of the drawer. The fse found that the cable was not fully seated. Then the fse reseated the cable properly and cleared out debris, rebooted again the device, which resolved the issue. The fse tested the drawer using the hardware test application, and the customer was able to recover the drawer and inventory the medications. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another pharmacy. There were no adverse events or injuries reported based on this event.